Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfbv3170 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that the "drain connector" cracked when the extension and catheter were connected together by clsc nurse. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked navarre connector is confirmed, and the cause is unknown. The device returned was a navarre connector with a truncated catheter. Visual observation found residue on the device and a crack in the white hub, longitudinal and extending from the proximal end onward. The crack was nearly straight, with a well-defined path. Functional testing found that this site leaked during infusion while pinching the distal end of the catheter. The complaint is confirmed, but the cause of this cracking is unknown. A lot history review (lhr) of gfbv3170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "drain connector" cracked when the extension and catheter were connected together by clsc nurse. No patient injury reported.